Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump rebooted due to the cap popping off from a crack in the battery compartment. Reportedly, the yellow o-ring was visible and there was no trauma or moisture to the pump. The reporter stated that there was no damage to the battery cap and that the battery cap had never been changed. The user guide recommends changing the battery every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: power reset events were observed in the black box to support a power loss. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. A crack along the battery compartment threads was observed. The battery cap threads were observed to be stripped. Product analysis was able to duplicate a power loss. A test cap was used for a 24 hour test without any reboots. Unrelated to the power issue, the pump booted to the verify screen with dim pink contrast. The bolus button cover was observed to be torn and the bolus button was found to still respond properly.